Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that, during a primary procedure on a right tibia, the knob on the targeter was observed to be cracked. The device was used to complete the surgery successfully with no reported surgical delay or adverse consequences.